Event description:
The user facility reported the chamber door to their 6500 series reliance endoscope drying and storage cabinet detached while an employee was unloading the chamber. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 6500 series reliance endoscope drying and storage cabinet and found the top door hinge assembly to the chamber door was dislodged and resulted in the reported event. The technician replaced all door hinges to the chamber door. The unit was tested, confirmed to be operating according to specification, and returned to service. The device history record for the unit was reviewed and confirmed the unit was manufactured to specifications; no abnormalities were noted. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.